Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Ultrasound report stated "left implant intact". However, during explant surgery physician reported "detachment of the back seal, just almost to begin to cause a silicone extravasation (leakage) and capsular contracture, baker grade I". This relates to the left device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in patch/shell bond edge side assessed as an unidentified (tear) (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed.

Event description:
Ultrasound report stated "left implant intact". However, during explant surgery physician reported "detachment of the back seal, just almost to begin to cause a silicone extravasation (leakage) and capsular contracture, baker grade I".this relates to the left device. The device has been explanted and replaced with a non-allergan device.